Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on the operating system recovery screen. A field service engineer (fse) performed full inspection of station, checked all bus cable connections as well as e-compartment, and found no issues. Further the fse upgraded serial advanced technology attachment (sata) harness with kit. Performed full reimage of station using aria and latest software component checklist. Then the station was back up and running. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on the windows recovery screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.